Event description:
It was reported that the doctor performed a double valve replacement surgery using two ats valves. Within four hours of surgery, the mitral valve got "stuck" and the pt had to undergo a re-operation. The ats valve was explanted and a 27mm sjm valve was implanted. No pt problems were reported as the result of this event.

Manufacturer narrative:
Device has not yet been received by ats for evaluation.